Event description:
It was reported that the pt experienced a gusher during implant surgery. The pt is reportedly doing well. The device remains implanted. Advanced bionics is in the process of gathering more info.